Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/30/2024 it was reported by a sales representative via email that two ar-8991 knotless fibertak dx sutures ripped inside the anchor and would not allow for further tensioning. The surgeon removed everything inside the patient and used a knotted fibertak to complete the case. This was discovered during a procedure on (B)(6) 2024. Additional information received on 5/7/2024: this was discovered during a lateral ankle stabilization procedure. The case was completed using an ar-8990 fibertak dx. The case was not delayed.

Manufacturer narrative:
Complaint allegation is not confirmed. The complaint devices were not received for evaluation. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to excessive forces tensioning the sutures.